Manufacturer narrative:
To date, we do not have information about the primary surgery date. However, for the x-rays received we can see that the immage done on (B)(6) 2016 no screw is implanted. The x-rays done on (B)(6) 2017 shown a broken screw. Clinical evaluation performed by medical affairs on 16 february 2018: fracture of cervical screw in c5. The screw holds a cervical plate in position. The screw appears to be fractured at 6 months after operation; one year later, diastasis between the two screw parts appears to be increasing. One possible cause is failure of achieving fusion at this level. The broken screw is not available for inspection, so mechanical analysis cannot be carried out. Screw fracture is a possible adverse event in this type of surgery: the most common cause is failed fusion, which is difficult to determine with static xrays only. A definite conclusion as to the cause of this event cannot be reached with the information at hand.

Event description:
Post- operative cervical screw breakage. No revision surgery scheduled at this time.